Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00006 on january 21, 2020 reporting an elevated troponin I ultra (tni-ultra) result on the atellica im 1300 analyzer that was not reproducible. January 21, 2020 - additional information: while the exact root cause of the falsely elevated results cannot be determined, siemens cannot rule out a system maintenance issue or preanalytical sample handling as the probable cause. Qc was within limits at the time of the patient results. A customer service engineer aligned the sample probe to the track and performed a decontamination on the acid/base system. Post service there have been no further instances of falsely elevated tni-ultra results. Additionally, the customer uses a statspin 3 minute plasma /5 minute serum centrifuge protocol for all emergency room samples. No product performance issue is confirmed. The customer is operational. MDR 1219913-2020-00007 and MDR 1219913-2020-00007 supplemental report 1 was filed for the same event.

Manufacturer narrative:
The cause for the high results is unknown. Siemens healthcare diagnostics is investigating. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2020-00007 (patient 2) was filed for the same event.

Event description:
Discordant high atellica im 1300 analyzer troponin I ultra (tni-ultra) results were obtained for two patient samples. The results were reported to the physician. The patient samples were repeated and the results were lower. The patients were admitted to the hospital based on the initial high result. No treatment was altered or prescribed based on the results. There were no reports of adverse health consequences due to the discordant high atellica im tni-ultra results.